Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Sucked cheek into the casing. Couple of small holes in cheek [gingival injury] the casing came apart and as it was oscillating it sucked her cheek into the casing, oral-b toothbrush [device breakage]. A relative stated via social media that their (B)(6) year old daughter was brushing her teeth this evening and she must have bitten the brush head, as the casing came apart. As it was oscillating, it sucked her cheek into the casing and left her with a couple of small holes in her cheek. No serious injury was reported.